Event description:
Note: event date is unk. It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the balloon burst during inflation. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as unk. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): (pt's condition is not known). The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The alleged failure balloon burst/rupture occurs when anatomical/procedural factors encountered during the procedure limit the performance of the balloon; therefore, this complaint has been assigned the most probable root cause of operational context. (B)(4).